Event description:
Per report- "lever continues to get stuck in the spraying position, several times, since purchase dates. Please note complainant indicated "during" procedure. Ref e-complaint (B)(4).

Manufacturer narrative:
Investigation x-no sample returned x-review DHR . Analysis and findings complaint: (B)(4). Was the complaint confirmed? Yes. Distribution history: this complaint unit was manufactured at csi on 12/7/18 under wo (B)(4) and shipped on 5/3/19. Manufacturing record review: DHR 236194 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: the unit was on service log (B)(4) under complaint (B)(4). The same complaint description was made but not confirmed . Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. These complaints were usually not confirmed, attributed to brass shavings, and end user error due to not drying out a unit. Product receipt: there was no record of the unit being returned. Visual evaluation: evaluation of the complaint unit could not be completed as the complaint unit has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint unit could not be completed as the complaint unit has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: as no unit was returned and previous complaints were not confirmed for this complaint description other units on hand were inspected for this issue. Upon irregular manipulation of the cap assembly, the nozzle can be moved off center where it should be in the middle of the trigger. If off center, it can get stuck inside where the level leans on the inner ledge of the delrin cover/housing. Although the complaint device was not returned the root cause is being attributed to design flaw. However, it is not viewed as a new development. Correction and/or corrective action /*preventative action activity a project request to technical operations has been made to modify an internal component to mitigate the potential for the inner lever to get hung up on the ledge. Project #145 was created to process the change. Coopersurgical will continue to monitor this complaint condition for any trends. No further training required at this time.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed.

Event description:
Per report- "lever continues to get stuck in the spraying position, several times, since purchase dates. Please note complainant indicated "during" procedure. Ref e-complaint (B)(4).